Manufacturer narrative:
A spacelabs field service engineer reached out to the customer to assist with troubleshooting. The customer reported that the air vent on the unit was clogged with lint and hair. The biomed cleaned the vent and observed no further issues. Clogged vents can decrease airflow increasing hardware temp. An overheating unit can lead to unexpected shutdowns as the device will power itself down to prevent damage to hardware or corruption of software.

Event description:
The customer contacted spacelabs technical support to report that their xhibit central station was rebooting itself. There was no patient or user harm associated with this event.